Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation of the implantable cardiac monitor, the device was found with episodes of atrial fibrillation that did not appear to be actual episodes of atrial fibrillation. Further investigation revealed that the patient received three syringes of lidocaine during the recent implant procedure and the patient's rhythm were noted to be irregular. At times the p waves were difficult to discern. It was suspected that the fluid in the implant pocket may have decreased p wave sensitivity. The patient was not adversely affected by the anomaly and the clinician elected to continue to monitor the patient at this time.